Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Conclusion: one procedural image was provided, and upon review the image revealed a valve that dislodged into the aorta. The cause of the valve dislodgement was not clear. Potential factors that can influence dislodgement include tension applied on the dcs during positioning, calcification levels and shape of the native anatomy. Dislodgement events do not typically indicate a failure to meet manufacturing specifications. The instructions for use (IFU) instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, there was difficulty with the stability of the valve. The valve subsequently dislodged, and a second valve was implanted. Cardiopulmonary arrest occurred and was treated with cardiopulmonary resuscitation (CPR). No additional adverse patient effects were reported. Additional information was received that the difficulty with stability was due to the patient's lack of calcium. No pre or post implant balloon aortic valvuloplasty (bav) was performed. No difficulty to position the valve was reported but the lack of calcium made it difficult to "dock." The valve dislodge while attached to the delivery catheter system (dcs) and once the valve was released the valve dislodge. Cardiopulmonary arrest was not reported but cardiorespiratory arrest occurred. No additional adverse patient effects were reported. Additional information was received indicating that the valve was not recaptured, but three deployment attempts were made. It was reported that cardiac arrest occurred during the valve implantation procedure. It was reported that after three attempts to position the first valve, the valve was withdrawn from the patient and loaded onto a new delivery catheter system (dcs). The valve and dcs were inserted into the patient and following deployment, the valve dislodged. Additional information was received indicating that when the first valve was attempted with the second delivery catheter system (dcs), the valve was recaptured three times due to the valve dislodging while still attached to the dcs.